Event description:
Procedure type: nephrectomy. According to the reporter: the balloon burst and the piece fell into the pt's cavity. The piece was retrieved. Another device was used. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).